Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4).

Event description:
The customers reported while the avea ventilator was being used on a patient, the exhaled tidal volume (vte) were out of specification. The device was removed from service and the patient was placed on another ventilator. The customer reported that was there was no allegation of patient harm/injury. It was also reported that the ventilator was auto cycling even though it passed the leak test but it is unclear if this was while on the patient or after they tried troubleshooting the ventilator after it was off of the patient.

Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.